Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va05gnk, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # unknown, product type programmer, patient. (B)(4).

Event description:
It was reported the patient¿s stimulation was turning off. It was noted the patient thought stimulation had stopped once possibly due to walking through a security screening device.